Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of streptococcus anginosus as streptococcus agalactiae in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the organism was subbed and testing included gp cards from the customer lot and a random lot, tested in duplicate. Api 20 strep was performed, as was vitek® ms. Additionally, 16s sequencing was performed. On all cards tested, an excellent ID (99%) of s. Agalactiae was obtained. When api 20 strep was performed, a low discrimination of s. Constellatus (61%) and aerococcus urinae (20%) was obtained. Vitek® ms gave an identification of s. Constellatus, with a 99.9% confidence value. 16s sequencing also gave an identification of s. Constellatus, with a 97% identity match. Therefore, the final identification is s. Constellatus. A comparison of expected reaction results for s. Constellatus against results obtained for s. Agalactiae revealed 2 atypical negative results (aglu, tyra) and 1 atypical positive result (lac) which led to the incorrect call.